Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of an unknown size. The patient has a history of the removal of the left kidney. Pre-operatively, the patient's creatinine level was 4.0; the right renal artery was patent but very small and the right kidney was necrosed. It was reported that the endurant bifurcated stent graft was placed below the right renal artery and during the angiogram run, the renal artery was open; however, on the final angiogram run, the right renal artery was occluded. The physician confirmed that stent graft placement was appropriate and thinks that a piece of plaque may have moved to cause the renal occlusion. To intervene, the physician attempted to cannulate the renal artery but was unsuccessful. The patient has been placed on dialysis. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results: (emboli). Results/conclusions: (pre-existing renal issues).